Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the auxiliary water channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, colonovideoscope had missing light lens. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: jet tube had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation of missing light lens was not confirmed. In addition to foreign objects found in jet tube, additional findings are as follows: the flexibility adjustment ring had a scratch. The control unit was shaved. Grip had a scratch. The air/water cylinder had no color. The scope cylinder had no color. Switch 2 had a pinhole. The plug unit was deformed. Due to the breakage of the light guide bundle, illumination was poor. Light guide lens had a crack. The connecting tube was snaking. The connecting tube had a cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.